Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that the patient had one contact reprogrammed on (B)(6) 2015. The implantable neurostimulator (ins) was at 1.5v. Two days later, the patient had dyskinesia in their left arm and leg. On (B)(6) 2015, the ins was reduced to 1.3v and the patient's dyskinesia was minimally reduced. Two contact points were reprogrammed on (B)(6) 2016. The ins was at 2.3v and the patient's dyskinesia was 90 percent gone. The patient hoped that additional programming modifications would continue to minimize dyskinesia and improve mobility.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient had a loss of therapy, overstimulation, they were in absolute pain and their arms and legs were flailing. The patient's husband had to turn stimulation off, but the patient was still flailing. The patient had emailed their health care provider (hcp). The patient's indication for use is parkinson's dual and movement disorders. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.